Manufacturer narrative:
Date sent: 08/06/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a band removal procedure, the knife blade had failed to be released following use, leaving the safety mechanism activated after the penetration into the patient's body. The surgeon stated that the trocar was the first one with the location in the umbilicus of the patient. After regular activation of the safety mechanism, by pressing the red button, the surgeon inserted the trocar with the usual force needed. According to the surgeon, after inserting the trocar with usual force, and then removing the obturator, the mechanism was still activated. Unknown how the case was completed. There was no patient consequence.